Event description:
Report received of no audible alarms. During routine preventative maintenance testing at the user faciltiy's biomedical department, it was reported that the device did not audibly alarm on channel c. There were no reports of any adverse pt events while this device was in clinical use. Though requested, no additonal info was provided.